Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with cracked battery tube threads, reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported issues with insulin pump reservoir during prime. Customer stated that reservoir will not allow him to hold insulin in filling tube. The blood glucose reading was 110 mg/dl. Customer preferred to discontinuing using the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.